Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Patient is a (B)(6) male. Upon recent interrogation the device was found to be eol and the patient was advised for a replacement immediately. Prior to this the device was interrogated on (B)(6) 2014 where in the device displayed < 0.6 years of longevity. This information was provided to the patient and the patient was advised for follow-up within 3 months. On (B)(6) 2015 the patient was admitted to the for change out. Upon fluoroscopy in the lab before the replacement procedure, it was found that this lead was found to be broken inside the ra chamber near the ring electrode. The helix was fixed well to the ra appendage - however the lead body was found to be completely detached from the electrodes and floating in the chamber. The replacement procedure was abandoned as the physician was concerned on how to extract the lead. The physician is planning to refer to another center for further evaluation & management of this patient followed by the device change. The remaining portion of the lead is ~1cm. As the lead has been implanted over 5 yrs, the fixation is well established in the heart wall. Risk of rupturing or tearing the atrial wall while trying to snare the remaining portion of the lead could put the patient at significant risk. Technical service suggests to simply remove the fractured "floating" portion of the lead and return it for detailed product analysis and implant a new atrial lead with the device replacement.

Manufacturer narrative:
Upon receipt, the lead under complaint was found torn approx. 51.5 cm distal to the is-1 connector pin. The lead tip was not returned. The received lead fragment was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular between 42 cm and 51.5 cm distal to the is-1 connector pin the lead body was found bilaterally abraded. Furthermore the inner coil was found fractured approx. 41 cm distal to the is-1 connector pin, as mentioned in the complaint description. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with another implanted device such as a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.